Manufacturer narrative:
An authorized field technician was dispatched to the customer's location to conduct a visual and functional evaluation. After the evaluation, it was observed the safety bail springs were broken and the safety bail was worn with a groove cut in the bar. The stretcher was repaired and returned to service.

Event description:
The end user reported the safety bail is not catching the hook at the end of the ambulance. There was no allegation of injury as a result of the reported issue.

Event description:
The end user reported the safety bail is not catching the hook at the end of the ambulance. There was no allegation of injury as a result of the reported issue.